Event description:
A report was received that alleges that the endotracheal tube was in situ for unreported amount of time when the tube developed a kink that inhibited the passage of a suction catheter. The endotracheal tube was removed and replaced.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device eval. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the eval.